Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No scrolling numbers noted. Device had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners, scratched lcd window and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 225 mg/dl. Troubleshooting was performed. The device was returned for analysis.